Event description:
It is reported that the customer was hospitalized for low blood glucose levels of 30mg/dl. The drive support cap on the insulin pump appears normal. Customer was using u500 insulin. Unable to trouble shoot the insulin pump as the customer is not coherent at the time of the call. Customer's husband will contact us when customer is coherent. Made follow up attempts, spoke with customer's husband, customer is recovering from a coma and is still unable to speak at this time. Customer's husband will call us back when he is able to. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.